Event description:
The customer reported obtaining cartridge chemistry (cc) cuvette not dry and cc reagent subsystem delivery motion errors from the unicel dxc 600 synchron system. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to check for leaks and the customer discovered a leak in the drip tray and around the reagent syringe. The cts also instructed the customer to tighten the reagent syringe as it was a little loose. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer had also requested for service to verify that the issue for this was resolved.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered broken cuvette wash station vacuum probe and cuvette retaining clip. The fse also found dirty cuvettes and cartridge chemistry (cc) sample probe out of alignments. The fse replaced the cuvette wash station vacuum probe, cuvette retaining clip, and dirty cuvettes, and performed cc sample probe and reagent probes alignments. The repair was verified per established procedures and results met published specifications. Failure mode of the event is unknown as multiple parts were replaced to resolve the issue. Results: cuvette. Beckman coulter internal identifier for this report is (B)(4).